Manufacturer narrative:
Sections with additional information as of 19-sep-2024: pen needles were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-061: improper use/mishandled by end user.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for the trueplus pen needles. Wife is calling on behalf of the customer. Consumer reported complaint the 31g pen needles were bent. Customer stated the package had not been open or damaged when received. The customer is unsure how long they have been using the product. The customer is using compatible product and the pen needle is properly aligned. Customer does not have any more pen needles left in the box. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.